Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient had rescue tape on several areas of his driveline could not be confirmed through this investigation. The account submitted a log file for review after low voltage alarms were noted on 24oct2018 (refer to the other pi mains associated with this per). The pump remained above the low speed limit for the duration of the log file and appeared to be functioning as intended. However, the external portion of the driveline could not be examined because only 2¿ of the internal portion of the driveline was returned for analysis. The heartmate ii left ventricular assist system instruction for use addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The hm ii lvas patient handbook contains a section on ¿caring for the driveline¿, however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that rescue tape was applied on several areas of the percutaneous lead (driveline) to repair cosmetic tears in the driveline's outer silicone jacket. There were no reported alarms due to the issue. The patient was asymptomatic.